Manufacturer narrative:
In mfg report no 1823260-2023-03863, the fifth line should have been: "the initial cl result from the analyzer was 117 mmol/l. The repeat result from the other analyzer was 103 mmol/l." Instead of: "the initial cl result from the analyzer was 117 mmol/l. The repeat result from the analyzer from the other was 103 mmol/l." The customer changed the probe. After the customer's troubleshooting (changed the probe), no further issues were reported by the customer. The investigation determined the customer's actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is n93. The cl electrode lot number is g94. The expiration dates were requested but not provided. The investigation reviewed the na and cl calibration data; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted on the date of event. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide one example of a discrepant result. The initial results were reported outside of the laboratory. The physician questioned the result based on the patient's history prompting the rerun of the patient sample on their other analyzer. The initial na result from the analyzer was 158 mmol/l. The repeat result from the other analyzer was 140.9 mmol/l. The initial cl result from the analyzer was 117 mmol/l. The repeat result from the analyzer from the other was 103 mmol/l. The repeat results were deemed correct.